Event description:
It was reported that the atrial lead is not capturing. The lead is sensing but the p-waves are now lower than at implant. It was also reported that the patient had an atrial infarct. The device was programmed vvd. The lead is still in use. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.